Manufacturer narrative:
During follow-up, the patient reported a small amount of blood clot from about one to two drops of blood, then there is clear urine, then blood when he removes the catheter. His doctor suggested that the patient goes down in size to a 10 french catheter, but both the patient and his doctor are unsure as to the exact cause of the bleeding.

Event description:
Intermittent catheter patient (user) reported bleeding and stated he went to his doctor after seeing initial bleeding and found out he had a urinary tract infection (uti) concurrent with catheter use. He was put on antibiotics and reported the bleeding seems to be slowing down now, but still bleeds every time he uses the catheter.